Manufacturer narrative:
Article citation: phuyal, d., f. A. G. Perozzo, f. Abbas, et al. 2025. ¿thigh-based flap reconstruction for complex abdominal wall loss of domain: a 10-year retrospective cohort study.¿ microsurgery 45, no. 8: e70156. Https://doi.org/10.1002/micr.70156. This event is being reported as serious injury due to the reported mesh exposure with medical intervention. The lot associated with this event was not reported and remains unknown; therefore, a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. If additional information is made available, a supplemental report will be submitted.

Event description:
Abbvie was made aware of a the publication from the us titled "thigh-based flap reconstruction for complex abdominal wall loss of domain: a 10-year retrospective cohort study¿. This is a clinical publication on a retrospective cohort study of patients who underwent thigh- based abdominal wall reconstruction between 2014 and 2024 at a single tertiary center. All patients had significant loss of domain and underwent reconstruction with pedicled or free flaps, with or without mesh. Strattice was used in 2 of 15 cases. The authors report the following complications for the strattice patient #11 in table 1: "mesh exposure from wound gap (cd [clavien-dindo] ii)."